Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty main board and visual inspection revealed a faulty pigtail. The service technician replaced both components and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that model lap top ventilator 1200 shut down twice while connected to a patient. The first time the device restarted on its own and alarmed reset. Two minutes later, the device shut down again and the clinician had to press the on/standby button to get the device to power up. The customer confirmed there was no patient harm associated with the reported event.